Event description:
Incorrect part used due to insufficient information. We have received additional information from the customer that the issue is related to an osseointegration failure.

Event description:
Incorrect part used due to insuffic info